Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the unit's abnormal controls were not passing. The instrument was used. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the customer re-ran controls and it passed without a problem. The unit has been functioning without error. Customer not requesting repair. No further action required. Medtronic received additional information that the lot numbers of control cartridges used was 0228218017/exp. Date 09/05/2024 and in use since may 2024. Liquid quality controls were used and heptrac passed with no problems. Quality control are performed once a week for liquid quality controls and every 8 hours of patient testing for the electronic control. There was no error code associated with this issue. The values obtained were 324, 324, 321 and 311 which were outside of the acceptable ranges (335-627).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.